Event description:
It was reported the device reached recommended replacement time (rrt) in just over two years and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: preliminary analysis confirmed the device to have higher than nominal current drain, but the high current condition cleared after the can was cut open. Upon further analysis, the scsp (stacked chip scale package) was inspected with a scanning electron microscope. Copper trace anomalies were noted between two traces on the crystal side of the hybrid. Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard. The simulation produced symptoms which were consistent with high current drain and early battery depletion. Additionally, analysis of the device memory showed the battery indicator signifying that it was time for device replacement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7070-65, competitor implantable tachy lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.